Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. A technical services consultant discussed the clinical observations with the caller and suggested programming a split configuration which the caller said would be performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).